Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was observed. There was patient involvement however, there was no patient injury nor medical intervention reported. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10: h10: the device was not received for evaluation however a video and photos were provided. The visual inspection of the provided video showed the product during treatment, filled with blood. A dripping was observed. The visual inspection of the two provided photos shoed a wet product with the product label visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.